Manufacturer narrative:
Initial reporter facility name: (B)(6). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During preparation, the handle broke. Another trapezoid rx basket was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
E1: initial reporter facility name the 940 hospital of the chinese people's liberation army joint logistic support force. Block h6: device code a0401 captures the reportable event of handle break. Block h10: the returned trapezoid rx basket was analyzed, and a visual evaluation noted that the handle cannula was separated from the plastic handle. The handle cannula has little visible drag marks of the fastening screws. A dimensional inspection found the proximal and distal screw length are less than the minimum tolerance and the side car rx was pushed back out of specification. Microscope inspection noted remnants of use. No other issues were noted. The reported event was confirmed. Based on all available information, it was determined that the failure of handle break is attributable to the supplier. It was detected that the length of the screws were below the minimum tolerance. As the screws are smaller, the fastening of the handle cannula was not achieved. Therefore, at the time of applying force to activate the device, the handle cannula was detached as evidenced by the screw dimples drag marks. The side car rx pushed back could be an adverse event due to the manipulation or technique used to interact with the device. Therefore, the most probable root cause for the reported handle break is manufacturing deficiency; an investigation is underway to address this problem. The most probable root cause of the investigation finding of side car rx push back is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2022. During preparation, the handle broke. Another trapezoid rx basket was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.